Event description:
It was reported that the doctor bent the prong on the proximal part of the actis broach that goes into the hole of the kincise attachment trying to extract the broach from the femoral canal. Now the broach is bent and stuck onto the kincise broach attachment. The issue was observed during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device confirmed, the complaint. The post of the broach is bent. Per the investigation performed for (B)(4). It was observed, that the broach pn#201001030 was stuck. The broach was pried out of the adapter, and the guide pin was damaged, preventing the broach from assembling\disassembling on the adapter anterior broach adapter ( (B)(4)). The most probable cause for the found defect, is improper handling by the user. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The IFU states, the following regarding the reported issue that was observed, by the user or customer: remove broach from impactor, rotate locking collar to unlock position by aligning the arrow symbol on the locking collar with the unlock symbol on the glamor cap. Insert the cloverleaf fitting of the adapter into the detent region of the locking collar until fully seated. Rotate the locking collar to the locked position by aligning the arrow symbol on the locking collar with the lock symbol on the glamor cap. While holding the surgical impactor in place, pull the adaptor forward and backward to verify a secure, locked connection to the locking collar. Finish by pulling the adapter, so that the anvil is in the fully expanded position. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.